Manufacturer narrative:
Submit date: 09/16/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a connecting tube. The customer reports that the blue piece disconnected. There was no harm to the patient.

Manufacturer narrative:
Submit date: 01/05/2017. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Two decontaminated samples with lot number 603416464x were received for evaluation. After performing visual inspection, the blue connector was observed detached from the connecting tube. After performing investigation, the most probable root cause that could be occur this issue could be the variation in solvent amount in the solvent applicator, referenced in a formal corrective and preventative action. All personnel involved were notified about this issue and a quality alert was generated to identify contamination sources. The level inspection was change from normal to rigorous. Cleaning output bushing each 4 hours. The following corrective actions were addressed: improve solvent dispenser system to control the amount dispensed of solvent. Machine automation improvements in extruder #22, add a new system for stop + start non-solvent detection and automatic system for grippers cleaning process. This complaint will be used for qa tracking and trending purposes.